Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "when the nurse was preforming phlebotomy the tubes where inserted to the holder and then pushed out from the holder."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was tube push off nonpatient end needle. The following information was provided by the initial reporter. The customer stated: "when the nurse was preforming phlebotomy the tubes where inserted to the holder and then pushed out from the holder."